Event description:
Device malfunction: unk. Time of malfunction: unk. Symptoms/ae: unk. It was reported that an unspecified proglide "failure" occurred. Although requested, no additional info was provided. This is being conservatively reported due to the potential that hemostasis was not achieved.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.